Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19sep2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 28x3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50x28mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Promus element, mr, ous 3.50x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut row 12 from the distal end was lifted and bent in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis.